Event description:
A report received from USA stated the device is experiencing an "oil leaking from hand piece" issue during surgery. No pt or user injury was reported. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).